Event description:
Patient transported to CT via parapac smiths transport ventilator. After CT completed the staff did not notice the patient's chest rising or falling with ventilations by the parapac. No ventilator alarms sounded but noticed apnea alarm on the transport monitor. Patient removed from vent and bagged with ambu and chest compressions initiated. Patient did not survive the code.